Event description:
User allegedly was "storing test strips in a plastic baggie in the bathroom". The user was insulin dependant and allegedly required the most accurate readings possible. User requested control solution.